Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had multiple occlusion alarms during bolus delivery, after the customer wiggled the site and tubing, insulin delivery was resumed. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.